Manufacturer narrative:
(B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that per customer discussion regarding the catheters that we have been having issues. Doughnut issue of catheter with lot# ngkno211 occurred once in the last month. This was previously a problem, but they likely are not seeing as many of these issue. This used to be a problem. Non- deflating catheter with lot# ngkt1282 occurred thrice over the last month to their knowledge on 7a. This is where the liquid in the balloon did not want to draw back and the staff were having issues troubleshooting, position, bearing down, 10cc vs 3cc syringes.